Event description:
Medical affairs spoke to the patient in 2004 and obtained/verified the following information: the patient alleged that their meter was reading inaccurately low. They stated that one day they tested and obtained a result of 120 mg/dl. They stated that at the time they had symptoms of vomiting and a headache. They took their set amount of insulin but did not go to the hospital. Two days later they tested on their meter and obtained a result of 147 mg/dl. They retested on another meter and obtained a result of 200 mg/dl. They had symptoms of stomach pain and was vomiting. The paramedics were called and they took patient to the hosp. They did not attempt to test their blood. When they arrived at the hospital their blood sugar was tested and the result was in the 500's. They do not remember the exact reading or the time difference between their meter's result and the hospital result. The patient stated that they take 70/30 insulin - 60 units in am and 50 units in pm. They also take regular insulin if the result is over 200 mg/dl. The patient did not have the check strip or control solution to perform troubleshooting. The technique used was correct and the test strips were in good condition. The case is being reported as an adverse event because the patient took less insulin based on the results of their meter leading to a serious injury.